Event description:
It was reported that guide wire fracture occurred. Vascular access was obtained via an artery in the foot. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 300cm journey¿ guide wire was advanced to the lesion. Angiography was performed however, it was noted that a small part of the guide wire was in the intima of the sfa. The device was removed but the end of the wire was broken. The physician then decided to leave the detached portion of the wire in the sfa. The procedure was completed with another of same device. No complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a journey guide wire with no other devices. The guide wire was completely separated 296cm from the proximal end. Magnified inspection of the fractured surface appeared to be consistent with separation due to ductile bending overload. The adhesive bond was present on the end of the core wire. The distal end was not returned for analysis. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. Vascular access was obtained via an artery in the foot. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 300cm journey¿ guide wire was advanced to the lesion. Angiography was performed however, it was noted that a small part of the guide wire was in the intima of the sfa. The device was removed but the end of the wire was broken. The physician then decided to leave the detached portion of the wire in the sfa. The procedure was completed with another of same device. No complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).